Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there are black spots on the display of the pump and parts of the display cannot be recognized. No adverse event reported. Product was requested to be returned for evaluation.